Event description:
Facility alleges an adverse reaction occurred 30 minutes after the initiaton of dialysis. Pt developed severe pain in chest and back. Pt also complained of a severe headache. Dialysis was discontinued and the blood returned to the pt. Pt was given oxygen and nitrastat sl x 2. Treatment was resumed with another co's brand of dialyzer. No serious injury was reported as a result of this incident. This event involved one pt.